Manufacturer narrative:
Analysis of programming history.

Event description:
Upon review of the in-house programming history database, it was observed that a generator diagnostics test was performed on (B)(6) 2009 which changed the patient's settings to unintended parameters. The settings were not corrected until the patient's next visit on (B)(6) 2010. No patient adverse events were reported. Manufacturer labeling indicates that generator diagnostic tests should only be performed in the operating room to test the device and should not be performed at follow-up visits.